Event description:
There was uncommanded table movement due to fluid ingress into the hand control. The hospital had received a safety alert from ge oec to bag the hand control, but disregarded the letter. The table moved level straight up to the top then tilted slightly head down. No intervention was required; the patient was not removed from the table. The tilt stopped when the staff shut the system down. After rebooting the system the staff was still unable to lower the table until the hand control was removed. After the hand control was removed, the table resumed normal operation and the case was completed. There was no patient injury.